Event description:
Customer reported there was a scratch down the display on his insulin pump. The customer stated the scratch was making the display difficult to read. The customer's blood glucose was 175 mg/dl. He also stated the insulin pump was functioning fine. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had a cracked display window, minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.